Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2012 and topical adhesive was used. The next day the patient developed redness along the incision site where the topical adhesive had been applied. The topical adhesive was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the reaction looked like contact dermatitis. After removing the topical skin adhesive, the patient was given an allergy drug intravenously and a steroid drug was applied to the skin. Another method was not needed to close the incision because the incision site was already healed. Currently, the patient is in stable condition. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dmp425, batch dpp618. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.